Manufacturer narrative:
(B)(4). Batch # m91y43. The analysis results of the d5st device found that it was received with the reset button in armed position thus; no testing could be performed to evaluate the incident reported. We are unable to investigate further due to the returned condition of the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the blade did not come out when the device intended to be inserted into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.